Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot#: j0555578v, implanted: (B)(6) 2006, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 377745, serial/lot #: (B)(4), ubd: 05-oct-2009, UDI#: (B)(4). Product ID: 3777-45, serial/lot #: (B)(4), ubd: 09-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that the patient fell on february (B)(6) 2019. Since the fall, the patient had not felt the "zapping", which was clarified to mean the therapy / stimulation, so they didn't think it was working. The patient tried charging the ins on the evening of (B)(6) but didn't notice a change the next day. Imaging was performed, which showed the cervical spine with the electrodes appearing to have exited the spinal canal on the right side. It was noted that there was no change in the position when compared to the patient's last pet scan in (B)(6) 2018. No troubleshooting had been performed. They were redirected to the doctor, but it was reported the patient had not seen their follow up doctor in the last 6-7 years. The hcp was redirected to contact the paging service to schedule an appointment with a manufacturer representative (rep). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp and the rep reiterated that the patient fell and experienced a change in stimulation. The patient was no longer feeling stimulation in their chest but rather in their hands, wrist and neck. The patient was in pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-may-08 indicating that the cause of the changes in stimulation is unclear at this time. Awaiting the results of the re-programming. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 377745, lot# j0555578v, implanted: (B)(6) 2006, product type: lead; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they had met with their doctor on (B)(6) 2019 and with a rep on (B)(6) 2019. The rep was able to get the device working and the patient was receiving effective therapy. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377745, lot# j0555578v, implanted: (B)(6) 2006, product type: lead; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative saw the patient in the ER and that they informed the patient to increase stimulation and keep the ins charged. The patient's lead might have migrated. The patient saw a doctor icon on their recharger but the representative didn't have further information on the error code. No further complications reported.